Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the no flow out alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump would not turn on unless it was plugged in. When the pump was returned to mmdg for evaluation the no flow out alarm failed. It did not alarm as expected. The initial reporter stated that the patient had not experienced any adverse effects due to the complaint. The alarm failures were discovered at mmdg. (B)(4).